Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 350 mg/dl. Infusion set was changed. Insulin injections were administered to address bg. Cause of event was not known; however, customer reported that previous cartridge had air bubbles in it.